Event description:
Family member called regarding customer's meter, alleging that it was reading inaccurately high. Customer stated the incident took place in the beginning of march. At that time pt was taking a set amount of insulin. This conflicted with the information provided by family member. Family member stated that they thought pt was basing pt's insulin on pt's average. The evening prior to the incident, pt took pt's usual evening dose of insulin (pt does not remember type or amount). Some time in the middle of the night pt passed out while walking to the kitchen. Second family member heard pt fall and found pt on the kitchen floor. Second family member tested pt's blood while pt was unconscious and obtained a reading of 20 mg/dl. Family member gave pt a glucagon shot and tested again, family member obtained the same reading of 20 mg/dl. Family member then called the ambulance. When they arrived they also obtained a low reading in the 20's and gave pt a glucagon shot as well, then took pt to the ER. Pt stated pt was in a coma for 12 hours. Pt also stated prior to the incident their dr told pt to take 5 units of insulin and pt was only taking 1 unit. Pt does not remember how much insulin pt had taken the night of the event, but that it was less than 5 units because pt would "never go over 5 unts". Meter was replaced. No further info has been provided.